Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a defective drivetrain motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in march 2013, and it is almost 9 years old, well beyond the expected service life of 5 years. The secondary reported complaint of the autopulse platform displayed user advisory (ua)18 (max take-up revolution exceeded) and fault code 42 (force overload tripped) error messages were confirmed during the archive data review, but only (ua)18 error was observed during the functional testing. The root cause for both errors were defective load cells, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the platform archive data was performed, and it showed multiple fault code 16, (ua)18, and fault code 42 errors occurred around the reported event date, thus confirming the reported complaint. The platform failed the initial functional testing due to the fault code 16, thus confirming the primary reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. The slipped bushing will cause the drive train motor to seize, unable to rotate, or make a grinding noise during take-up. To remedy the fault code 16, the defective drive train motor with the clutch plate was replaced. In addition, the platform failed the functional testing due to the (ua)18 error message, thus confirming the secondary reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed both load cell modules were defective. The load cell modules were replaced to address the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the autopulse platform (sn (B)(4)) setup for patient use, the lifeband was pulled up before placing it on the patient's chest, however, the platform displayed fault code16 (timeout moving to take-up position) error message. The crew performed manual CPR. No consequences or impact to patient. After the call, the autopulse platform was tested and displayed fault code16, user advisory (ua)18 (max take-up revolution exceeded) and fault code 42 (force overload tripped) error messages.